Event description:
It was reported that during a therapeutic procedure, under sedation, the single fiber broke. The customer was able to recover the broken pieces from inside the patient and also was able to complete the procedure successfully using a olympus back up fiber with a delay of less than 30 minutes. There are no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the fiber sheath was completely broken and detached below the distal end area. The most probable cause is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.